Manufacturer narrative:
Product complaint # (B)(4). Updated sections: b5, e1, e3, g4, g7, h2, h10. Section b5: additional information received indicated that there is a possibility that the previously implanted competitor coil may have become entangled with the complaint coil; however, it could not be confirmed. The complaint coil was successfully removed from the patient and the procedure was completed with no patient consequence. It was not reported if the user felt the aneurysm was adequately embolized when the case was concluded. It is also unknown if additional intervention was performed to push the tail of the competitor back into the aneurysm sac, or if the event required that the complaint coil and concomitant microcatheter be removed as a unit. No visible product damage was observed prior to use. There was an adequate and continuous flush maintained through the microcatheter. The user had not applied undue force at any time during the case. The length of time that the procedure was delayed due to the event was not reported; however, the surgical delay was not considered clinically significant. No further information could be obtained. Section e1 - initial reporter phone: (B)(6). The product is still available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). This MDR is being submitted as a correction. It was previously reported that the embolic coil of the device was found stretched, however during further assessment it was found that embolic coil was kinked. The findings still meet regulatory reporting criteria. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Updated complaint conclusion to include correction to the device analysis: as reported by a healthcare professional, during a stent-assisted coil embolization of an internal carotid-superior hypophyseal artery (ic-sha) aneurysm, the 1.5mm x 3cm galaxy g3 mini (glm915030/l14410) coil was attempted to be delivered at the target lesion, but the physician suddenly encountered resistance at the last 2 centimeters (cm) of the concomitant sl-10 (stryker) microcatheter and the delivery wire could no longer be advanced. The physician then tried to withdraw the coil, but the coil did not move. After seven or eight attempts were made to withdraw the coil, the delivery wire finally moved, but the tail of the previously placed competitor coil protruded 5mm from the aneurysm. Additional information received indicated that there is a possibility that the previously implanted competitor coil may have become entangled with the complaint coil; however, it could not be confirmed. It is also unknown if additional intervention was performed to push the tail of the competitor back into the aneurysm sac, or if the event required that the complaint coil and concomitant microcatheter be removed as a unit. The complaint coil, however, was successfully removed from the patient and the procedure was completed successfully without further incident or delay. It was not reported whether the user felt the aneurysm was adequately embolized when the case was concluded. No patient complications occurred as a result of the event. The length of time that the procedure was delayed due to the event was not reported; however, the surgical delay was not considered clinically significant. The device was stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and an adequate and continuous flush was maintained through the microcatheter. No visible product damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. Five competitor coils and one galaxy g3 were placed prior to the event. The user had not applied undue force at any time. No further information could be obtained. A non-sterile unit galaxy g3 mini 1.5mm x 3cm was received inside of a pouch. The hub was inspected, and no damages was noted on it. The dpu was inspected and it was found compressed at 186.5 cm. Also, the marker band was found at 38 cm between the distal end of the strain relief (proximal hub) and distal end of the distal fluoro saver marker, which is within specification. The re-sheathing tool was inspected, and it was found in good normal conditions. The introducer was inspected, and it was found unzipped and kinked. The v-notch was inspected under microscope and it was found in good normal conditions. The rh and the articulation joint were inspected under microscope and they were found in good normal conditions. The rh was not heated. The embolic coil was inspected under microscope and it was found kinked outside the introducer. The functional analysis could not be performed due to the conditions noted on the introducer it cannot be zipped and embolic coil condition. A manufacturing record evaluation was performed for the finished device l14410 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿detachable coil delivery system (dcs) - impeded in microcatheter with no loss of cerebral target position¿ could not be evaluated due the conditions on the introducer it cannot possible to place the embolic coil and dpu in the introducer. The complaint reported by the customer ¿coil - withdrawal difficulty-into microcatheter¿ could not be evaluated due the conditions noted on the introducer. The complaint reported by the customer ¿coil - entanglement¿ was not confirmed, however during the microscope inspection, the embolic coil was found kinked. The kinked condition noted on the introducer and the kinked condition noted on the embolic coil may have contributed to the failure and appear to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. The exact circumstances surrounding the observed damage cannot be determined based on the condition of the returned device; however, the damages noted are indicative of excessive pull force applied to the device, possibly in an attempt to overcome the reported resistance. 100% of devices are inspected in-process for damage. Thus, it is very unlikely that the device left the manufacturing facility with the observed damages. Impeded in microcatheter, withdrawal difficulty, and coil entanglement are known potential issues associated with the use of the device. The IFU contains instructions and cautions regarding proper placement of the device, including introduction and positioning of the microcoil. Neither the product analysis nor the device history record review suggests that the failure could be related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). Preliminary visual inspection results were forwarded for review by the j&j japan affiliates. The images revealed that the embolic coil was kinked. The product will be returned to the manufacturer for evaluation and testing as reported previously; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). [Complaint conclusion]: as reported by a healthcare professional, during a stent-assisted coil embolization of an internal carotid-superior hypophyseal artery (ic-sha) aneurysm, the 1.5mm x 3cm galaxy g3 mini (glm915030/l14410) coil was attempted to be delivered at the target lesion, but the physician suddenly encountered resistance at the last 2 centimeters (cm) of the concomitant sl-10 (stryker) microcatheter and the delivery wire could no longer be advanced. The physician then tried to withdraw the coil, but the coil did not move. After seven or eight attempts were made to withdraw the coil, the delivery wire finally moved, but the tail of the previously placed competitor coil protruded 5mm from the aneurysm. Additional information received indicated that there is a possibility that the previously implanted competitor coil may have become entangled with the complaint coil; however, it could not be confirmed. It is also unknown if additional intervention was performed to push the tail of the competitor back into the aneurysm sac, or if the event required that the complaint coil and concomitant microcatheter be removed as a unit. The complaint coil, however, was successfully removed from the patient and the procedure was completed successfully without further incident or delay. It was not reported whether the user felt the aneurysm was adequately embolized when the case was concluded. No patient complications occurred as a result of the event. The length of time that the procedure was delayed due to the event was not reported; however, the surgical delay was not considered clinically significant. The device was stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and an adequate and continuous flush was maintained through the microcatheter. No visible product damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. Five competitor coils and one galaxy g3 were placed prior to the event. The user had not applied undue force at any time. No further information could be obtained. A non-sterile 1.5mm x 3cm galaxy g3 mini was received inside of a pouch. Visual inspection was performed on the device. The device positioning unit (dpu) core wire was kinked at approximately 186.5cm from the proximal end, but the connector hub was found undamaged. The distal fluoro-saver marker was measured and found to meet the specification requirements. The re-sheathing tool was seen undamaged, and the introducer was unzipped and kinked. The device was then examined under a microscope. The articulating joint was seen present and intact. The distal outer sheath had not softened, indicating that the resistance heating (rh) coil had not heated and the detachment process had not been initiated. The v-notch of the resheathing tool was undamaged. The embolic coil was seen kinked and stretched outside of the introducer. Advancement through a lab microcatheter could not be tested because of the damaged condition of the returned introducer and embolic coil. A manufacturing record evaluation was performed for the finished device l14410, and no non-conformances related to the reported complaint condition were identified. The customer report of impeded in the microcatheter and withdrawal difficulty into microcatheter could not be evaluated since the damage noted to the returned device prevented functional testing. The customer report of coil entanglement could not be confirmed because this type of failure is specific to both procedure and situation and cannot be reproduced or tested in the lab. Functional testing could not be performed to determine potential root causes of the event due to the condition of the returned device. The exact circumstances surrounding the observed damage cannot be determined based on the condition of the returned device; however, the damages noted are indicative of excessive pull force applied to the device, possibly in an attempt to overcome the reported resistance. 100% of devices are inspected in-process for damage. Thus, it is very unlikely that the device left the manufacturing facility with the observed damages. Impeded in microcatheter, withdrawal difficulty, and coil entanglement are known potential issues associated with the use of the device. The IFU contains instructions and cautions regarding proper placement of the device, including introduction and positioning of the microcoil. Neither the product analysis nor the device history record review suggests that the failure could be related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). Initial reporter - the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The product is available for evaluation and testing; however, it has not been received to date. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No non-conformances related to the reported complaint condition were identified. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a stent-assisted coil embolization of an internal carotid-superior hypophyseal artery (ic-sha) aneurysm, the 1.5mm x 3cm galaxy g3 mini (glm915030/l14410) coil was attempted to be delivered at the target lesion, but the physician suddenly encountered resistance at the last 2 centimeters (cm) of the concomitant sl-10 (stryker) microcatheter and the delivery wire could no longer be advanced. The physician then tried to withdraw the coil, but the coil did not move. After seven or eight attempts were made to withdraw the coil, the delivery wire finally moved, but the tail of the previously placed competitor coil protruded 5mm from the aneurysm. The procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product defect/damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. Five competitor coils and one galaxy g3 were placed prior to the event. The product will be returned for evaluation. The physician requested that the distal end of the complaint coil be examined. No further information was provided.